Manufacturer narrative:
The insulin pump was rec'd with a blank display due to moisture damage on the electronic assembly. Unable to verify the keypad anomaly or frozen screen due to the blank display.

Event description:
The customer reported a frozen screen and unresponsive buttons. Troubleshooting was performed, and the issues were not resolved. The time was frozen on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.